Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: device eval by manufacturer? And manufacturer narrative annex a: a25 annex b: b01, b14 annex c: c19 annex d: d14 annex g: g07001 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of an over infusion of zosyn could not be confirmed. Log review and testing could not identify or replicate the reported issue. Laboratory test results performed on the reported suspect device confirmed the pump module to be operating within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. Rate accuracy testing was performed using guidance from aami tir101:2011 fluid delivery performance testing for infusion pumps. Review of the suspect pump module and concomitant pcu error logs were found with no records related to the reported issue. A review of the suspect pump module event log showed that from 11nov2025 at 11:12 pm to 12nov2025 at 3:12 am, a four-hour infusion was performed with a rate of 12.5ml/hr and a volume to be infused (vtbi) of 50ml. The logs show that the infusion was completed in that 4 hour period. It is not possible to determine what the actual volume is within an intravenous (IV) container at the start and ending of an infusion from a review of the pcu or pump module event log. This is not a function of a pcu event log, it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification with no signs of over infusion or unregulated flow being observed. Spring functional tests observed no issues and all tests passed, indicating the occluders and springs were functioning as intended. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, bd alaris¿ system with guardrails¿ suite mx user manual (v12.3.2), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the facility. Root cause: the root cause of the report of an over infusion of zosyn could not be determined. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that there was an over infusion of zosyn. The zosyn was intended to infuse over 4 hours, however it was infused within 1 hour. There was patient involvement but unknown harm.

Event description:
It was reported that there was an over infusion of zosyn. The zosyn was intended to infuse over 4 hours, however it was infused within 1 hour. There was patient involvement but unknown harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.